Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue: the right side pt access window zipper slider body is open. Right IV zipper, both right and left leg covers zippers are stuck. (B)(4).

Event description:
Customer reported the zipper located at the right side panel is broken, damage to the teeth. Customer also states: zipper pulled apart. This was discovered during set up and no pt incident or injury was reported.